Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous high sodium results. Customer reported the erroneous results were not reported out of the laboratory. Customer indicated they noticed the issue after noticing the controls were reading high. Customer reported that two erroneous results were reported out of the laboratory. Customer reported that the results were amended. Customer reported that there was no harm to the patients or change to patient treatment. Customer reported they cleaned the flowcell. Bec field service engineer (fse) instructed the customer via the telephone to perform a precision run of 20 samples to help the flowcell equilibrate after the maintenance. Customer reported the system was performing acceptably after the precision run of 20 samples.